Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged event was related to the v.a.c.® drape used during v.a.c.® therapy. Device labeling, available in print and online, states: warning: acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid, or other transparent film. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise.

Event description:
On (B)(6) 2018, it was reported to kci by a patient's family member that the patient allegedly had an allergic reaction to v.a.c.® drape resulting in irritation, breakdown and/or tearing of the skin requiring additional treatment. The v.a.c.® drape lot number was not provided nor was any product returned for evaluation; therefore, neither a device history review nor a device evaluation could be performed. No additional information is currently available.